Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited noise, and physician suspected a fracture. Noise was not reproducible. The lead was explanted and replaced. The patient tolerated the procedure well and was in good condition.